Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that, via ultrasound, fluid loss was identified in this artificial urinary sphincter (aus), resulting in the device not working properly. A surgical procedure was performed; however, the source of the leakage could not be determined. All components were removed and replaced. No patient complications were reported.